Event description:
It was reported that a large volume pump module was involved in a patient getting a large amount of medicine in a short amount of time. Upon customer investigation, a syringe cap had been closed in the top of the door, however the pump module never alarmed. The staff were able to continue with the infusion settings and proceeded to administer the administration. Due to the door closing but not providing full pressure on the IV tubing, the medication was freely flowing into the patient. The customer biomed tested this with other pump modules in the shop and found that they were also able to complete an infusion without any pressure alarms or door alarms. There was patient involvement but no harm. The customer provided the following additional information on 13 february 2026. The infusion started on (B)(6) 2026 at 2301 and was found empty on (B)(6) 2026 at 0045. The patient's double concentrated fentanyl bag was hung near 2300. Near 00:45, the rn was in patient's room, providing care, and reviewed drip bags to ensure there was enough content, as the rn does routinely. They noticed that the patient's double concentrated fentanyl bag was almost empty. They stopped the pump and asked resource rn to look over the pumps. The rn found that all pumps were programmed correctly however a piece of plastic was logged in the pump, preventing to door from closing completely. The customer believes that this is what caused the pump to allow the bag to infuse over 2 hours. The concern is that there were no alarms from this pump. If the fast infusion was caused by the door remaining open or the safety latch not being engaged, then the pump should have alarmed. The pump also continued to document that 20ml/hr was being infused in iview. It was also noted that there were infusions of dexmedetomidine, propofol, sodium chloride 0.9% running at the time of event. According to the rn, it was noted that the patient received a bolus of 2500mcg fentanyl last night by mistake due to pump malfunction. The patient appears to have tolerated it well and the fentanyl was on hold for today for a total of 24 hrs prior to resuming at lower dose. Sedation and iatrogenic overdose of fentanyl: appears to have no significant consequences of large dose of fentanyl delivered yesterday. Pupils are now 3mm and briskly reactive to light. The fentanyl was restarted at 1 am 170 mcg and cut down by 10% every day.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: date of event, describe event or problem, concomitant med prod data. Additional information: age at time of event, age unit, date of birth, sex, weight, weight unit, other relevant history , device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion could not be confirmed through log analysis and could not be replicated during laboratory testing. The inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to properly close the administration set safety clamp when the door was opened. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The event and error logs were retrieved from the suspect device, using the alaris system maintenance (asm) software to assess programming and event details related to the alleged incident. No errors or discrepancies related to the reported event were identified in the error logs on the suspect device. On (B)(6) 2026 at 11:01 pm, the infusion was started with a rate = 10 ml/h and a vtbi = 125 ml on (B)(6) 2026 from 12:49 am to 12:53 pm the infusion was paused, the unit was selected and the infusion was restarted. At 12:58 am the unit was channeled off. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.3.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, gloves) is enclosed or caught in the pump module door. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion could not be definitively confirmed through log analysis or laboratory testing. The suspect pump module was found to be infusing within specification, and the sear was verified to properly close the safety clamp when the administration set was removed. However, facility reported that the door was not closed correctly due to a syringe cap being closed on top of it, which prevented the pump module from applying full pressure on the IV tubing, the medication was freely flowing into the patient. This condition could not be identified or independently verified. Note that this report lists imdrf annex a1801, g02017, g04088, c0601, c0503, d15, d08 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a large volume pump module was involved in a patient getting a large amount of medicine in a short amount of time. Upon customer investigation, a syringe cap had been closed in the top of the door, however the pump module never alarmed. The staff were able to continue with the infusion settings and proceeded to administer the administration. Due to the door closing but not providing full pressure on the IV tubing, the medication was freely flowing into the patient. The customer biomed tested this with other pump modules in the shop and found that they were also able to complete an infusion without any pressure alarms or door alarms. There was patient involvement but no harm.